Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited some irregularities since implantation which was observed by the cardiologist during interrogation. The implanting physician did not make any comments including the stimulation which was never turned on during the procedure. As of this time, this ICD remains in service. No additional adverse patient effects were reported.